Event description:
It was reported that the patient presented complaining about dizziness, fainting and low heart. The implantable pulse generator (ipg) encountered a pacing problem and did not pace. The ipg had no reaction to the programming head and could not be recognized by the programmer. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed an inconclusive result for an integrated circuit.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).